Event description:
Probe passed pretest. About 1 minute into freeze, shaft of probe grew frost up the entire length of the probe. Replaced probe with a v-probe and continued case.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.